Event description:
It was reported while using bd vacutainer® barricor¿ lh plasma blood collection tubes the mechanical separator is not working properly. This occurred 100 times. The following information was provided by the initial reporter: the tube barricor have been centrifugated but the mechanical separator is not working properly, not getting down during centrifugation, therefore blocking the cobas analytical instrument.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, incorrect separator position, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® barricor¿ lh plasma blood collection tubes the mechanical separator is not working properly. This occurred 100 times. The following information was provided by the initial reporter: the tube bariicor have been centrifugated but the mechanical separator is not working properly, not getting down during centrifugation, therefore blocking the cobas analytical instrument.